Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: office visit, patient-reported falling, distension of the hip joint synovitis, osteolysis, interstitial tearing, altr, tendon fraying. Approximately two months after office visit: altr, tendon enthesopathy, synovitis, fraying, tendon tear, black corrosion noted, no intra-op complications. Radiographically unremarkable appearance of the right total hip arthroplasty. If there is concern for soft tissue abnormality, MRI with metal artifact reduction sequences would be the gold standard for evaluation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00801803602 lot# 61827393 femoral head 12/14 taper. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00202, 0001822565 - 2023 - 00265. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right total hip arthroplasty and was subsequently revised approximately twelve (12) years later due to metal related pathology and abductor tendon enthesopathy. During revision, synovitis, osteolysis, altr, and interstitial tearing/fraying of tendon were confirmed. The femoral head and neck were replaced, and the patient was also transitioned to a constrained liner without complication. Attempts have been made and no further information has been provided.